Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the tower core to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The tower core was analyzed and installed on an in-house eft system, programmed to customer software a80_p1.1.1_b462 (wj79), and system was booted into normal mode. The tower was not able to power on normally and the blue led power button was blinking indefinitely. The ccc board inside the unit was suspected to be bricked, therefore the ccc (pn 656810-21 sn (B)(6)) was installed into a test bench and powered on with a power supply. Unit was connected to a pc and identified the tegra module was visible. This unit is confirmed to be bricked per ipc 1069151-01_c case 4a. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the patient cart was powered on but not communicating with rest of system. Caller described when system was completing post the robot arm led was not illuminating and port clutch buttons were non responsive. Prior to calling technical support, clinical sales representative (csr) hard power cycled the system twice with no change. Onsite logs were not available. No errors were observed in most recent system logs in lighthouse. Technical support engineer (tse) walked caller to swap blue fiber cables between console and robot with no change. Tse walked caller to disconnect all blue fiber cables and power on each cart in stand alone mode. Console and robot powered on as expect but tower power button flashed blue indefinitely and did not go to a solid blue led backlight color. Csr performed one additional hard power cycle of tower and disconnect sock hdmi cable with no change. The procedure was aborted to an xi system with no reported injury.